Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure, the clip applier misfired. The clips did not properly close across the cystic artery. The clip applier came in a custom laparoscopic cholecystectomy kit so there was no lot# to reference. The case was completed with a different multiple clip applier. There was no pt consequence.